Manufacturer narrative:
The device was in operation for four years now and is not under a service contract with dräger. The hospital did not involve the local dräger s&s organization into diagnosis and repair measures and stated further in the ufr "the ventilator had been in long-term use, leading to battery failure." Dräger reached out to the contact person named in the report but additional details could not be obtained. A case-specific evaluation is thus not possible. Dräger concludes the following: the device is equipped with an internal battery to cover mains power losses or sequences of patient transport for at least 30 minutes - the primary energy source however is mains supply. The device clearly indicates if the internal battery is being activated after mains power got lost for whatever reason. Battery depletion alarms will be posted if the residual capacity underruns 20% and 10%. With a worn battery the runtime may be significantly reduced leading to an unexpected early shut-down. As pointed out in the instructions for use, the internal battery shall be regularly checked and replaced every two years at standard operation conditions. Further, the user shall check the availability of the internal battery prior to each use cycle. An overaged or otherwise damaged battery will clearly be identified with these checks and should prevent from putting the device into operation in this state. It is seen likely that the device was still equipped with the initial battery installed at the time of manufacture. It cannot be derived from the user's report if the device ran on battery during the course of event until the latter became depleted or if other contributing factors were present. Examples for such conditions are issues with the hospital's power network, an incompletely plugged or defective power cord or other conditions that made mains power supply to the device unavailable. It is recommended to the hospital to have the device checked by trained service personnel. Finally and - according to the statement in the ufr - the case must be mainly attributed to lack of preventive maintenance.

Event description:
The following was reported to dräger: "ventilator battery failure, causing the device being unable to ventilate." As per report, the patient was immediately connected to another device, no health consequences were resulting from the event.